Event description:
It was reported that approximately three years post vena cava filter deployment; an unrelated medical procedure demonstrated a detached filter limb. An attempt to retrieve the filter and detached limb were unsuccessful. There are no plans for an additional filter retrieval attempt. The patient is reported to be asymptomatic. There was no reported patient injury.

Manufacturer narrative:
No device, no medical records and no images have been made available to the manufacturer. As the lot number for the device was provided, a review of the previously reported device history records is currently being performed. The investigation of additional information regarding the reported event is currently underway. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the filter was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment and an unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment; an unrelated medical procedure demonstrated a detached filter limb. An attempt to retrieve the filter and detached limb were unsuccessful. There are no plans for an additional filter retrieval attempt. The patient is reported to be asymptomatic. There was no reported patient injury. New information received: it was reported that approximately three years post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the filter was not returned. Images and medical records were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment; an unrelated medical procedure demonstrated a detached filter limb. An attempt to retrieve the filter and detached limb were unsuccessful. There are no plans for an additional filter retrieval attempt. The patient is reported to be asymptomatic. There was no reported patient injury. New information received: it was reported that approximately three years post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. The filter was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment and an unsuccessful retrieval attempt. Based upon the available information the definitive root cause of this event is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or willing to provide any further patient, product, or procedural details to bard.